Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause was determined to be a defective component. In consequence, the defective blower was replaced. There was no reported patient or user harm.

Event description:
On february 15, 2019, the ventilator had given an alarm when rescuing the patient. The alarm indicated that the patient was suffering from turbine failure and could not be treated normally air supply then the nurse immediately to the patient manual balloon air supply, at the same time, the engineer adjusted the standby ventilator to resuscitate the patient, then to the fault c1 into the next processing of step.

Event description:
On (B)(6) 2019, the ventilator had given an alarm when rescuing the patient. The alarm indicated that the patient was suffering from turbine failure and could not be treated normally air supply then the nurse immediately to the patient manual balloon air supply, at the same time, the engineer adjusted the standby ventilator to resuscitate the patient, then to the fault c1 into the next processing of step.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). On (B)(6) 2019, the ventilator had given an alarm when rescuing the patient. The alarm indicated that the patient was suffering from turbine failure and could not be treated normally air supply then the nurse immediately to the patient manual balloon air supply, at the same time, the engineer adjusted the standby ventilator to resuscitate the patient, then to the fault c1 into the next processing of step tf431001 (blower fault) during ventilation. No harm to patient. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.